Event description:
The facility representative baxter global technical services one infusor in which the device stops infusing at .5 ml then alarms. It is unknown when the reported condition occurred. The condition occurred in the anesthesia area. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an alarm. The root cause was determined to be a defective motor. The motor assembly was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
The sample is available for evaluation, but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).